Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2024, the patient had a stroke and was admitted to the hospital.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer cardiac plug was successfully implanted. On transesophageal echocardiography (tee), the ostium of the left atrial appendage was measured as 27mm by 27mm, and the landing zone was measured as 18mm by 19mm. There were no complications during the implant procedure. There was no clinically significant leak noted around the lobe of the device. On (B)(6) 2024, the patient presented with symptoms and was diagnosed with a stroke, and the patient was admitted to the hospital. The physician stated that they do not believe the patient's stroke was related to the device.

Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was stated that field do not believe the patient's stroke was related to the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.